Manufacturer narrative:
Citation: lenk k et al. Retrieval of an embolised occluder with an alligator forceps during staged paravalvular leakage closure. Clin res cardiol. 2019 jul;108(7):824-827. Doi: 10.1007/s00392-019-01419-9. Epub 2019 feb 8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with a history of three previous cardiac surgeries due to endocarditis. The patient¿s most recent procedure involved recurrent endocarditis that required redo aortic valve replacement with a 25 mm non-medtronic bioprosthetic valve and mitral valve replacement with a 29 mm medtronic mosaic bioprosthetic valve (serial number not provided). Less than one year later, the patient presented with new york heart association class IV symptoms, progressive dyspnea and rapid weight gain of 15 kg (total weight (B)(6) kg). An echocardiogram revealed severe paravalvular leakage (pvl) of the mosaic mitral valve due to a ¿large crescent defect.¿ it was noted that transesophageal echocardiography and the patient¿s blood work were not consistent with recurrent endocarditis. Subsequently, a 16 x 8 mm non-medtronic occluder device was percutaneously implanted to address the pvl. Following the procedure, moderate pvl remained. After discharge, the patient experienced increased hemolysis with symptomatic anemia leading to two hospital admissions with four blood transfusions. Three months later, two 14 x 5 mm non-medtronic vascular plugs were implanted. During the procedure, the occluder device embolized into the descending aorta. It was successfully retrieved and removed from the patient¿s body. The patient experienced central facial palsy following the procedure and a magnetic resonance imaging scan exhibited ¿multiple small lesions in cerebellar, frontal and temporooccipital locations.¿ however, all neurological symptoms improved after two days. Echocardiography showed mild mitral pvl remained. It was reported that the patient was discharged home without any neurological deficits. No additional adverse patient effects or product performance issues were reported.